Event description:
Customer reported false positive reactions with anti-d gammaclone on a patient sample with a strong cold autoantibody.

Manufacturer narrative:
Customer attributed the results to an error of the tech reading reactivity of control rather than reagent performance. Washing the sample resolved the unexpected reactivity; expected results were obtained.